Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis did confirm the customer comments that the unit would not turn on and that when it was powered on, there were lines across the display screen, this was attributed to the main printed circuit board and the display being corroded. Analysis also found the upper and lower cases, battery flex and heart lead flex corroded, and that the display was missing segments, that the upper and lower cases, ring cover and battery drawer were broken, the side bail covers and side bails were missing, the lead flex cover was contaminated and that the ring was bent. It was noted that due to the extensive damage sustained by the unit, it was being returned to the customer unrepaired. (B)(4).

Event description:
It was reported that the external pulse generator would not power on. It was later reported that when it was able to be powered on, there were lines in the display screen. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).